Event description:
It was reported that during an open reduction internal fixation of right ulna fracture procedure, the head of cortex screw broke off. Surgeon was implanting patient with ti 1/3 tubular plate from the lcp small fracture set with 3.5mm cortex self-tapping screws to reduce and fix the right ulna fracture. Surgeon reduced the fracture and implanted the 6 hole ti 1/3 tubular plates to stabilize the fracture and then inserted the screws on both distally and proximally to the fracture. Surgeon then used a 3.5mm cortex screw 20mm as a lag screw through the plate and across the fracture site in order to gain compression of the fracture. X-rays were taken and the surgeon seemed please of the results but commented that the lag screw might need to be longer. Surgeon tightened all of the screws including the lag screw. Surgeon decided to back out the lag screw to put in a longer screw. While backing out the lag screw the head of the screw broke off. The broken fragment was retrieved. Surgeon left the screw in place and completed the procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).